Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port charging pin is damaged resulting in the pump battery being unable to charge. There was no reported adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method for insulin therapy.